Event description:
The recipient reportedly experienced poor performance with use of the internal device. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information: device available for evaluation?

Manufacturer narrative:
(B)(4). The recipient is reportedly doing well with the new device. The external visual inspection revealed cut silastic overmold along the electrode and on the top cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.